Event description:
It was reported by repair work order that the fowler was stuck in an upright position and the manual release did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.